Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) became hard and would not function despite efforts to troubleshoot. The pump was explanted and replaced with tenacio. No patient complications reported.